Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not move forward when the pod was activated and being unsure if the cannula was inserted from the infusion site. The pod was worn between 24 and 36 hours.